Manufacturer narrative:
Findings: a33 alarm during prime/a33 test at 3.5 lbs due to faulty fsr(gold). Pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm a33 during prime rewind. Customer's blood glucose was 278 mg/dl. The customer doesn't have a backup plan. The customer stated drive support cap appears normal. The customer might pressed the cap while connected but doesn't remember. The customer was advised the possible cause of the alarm during seating the force sensor didn't detect the reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.